Manufacturer narrative:
The device was returned for evaluation. The complaint was verified as valid. The technician found that the handpiece was over torqued with a damaged housing and transducer. The technician replaced the housing and transducer and retested the unit. The handpiece then passed all functional tests. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that on (B)(6) 2019, the c2602 cusa excel 36khz straight handpiece failed during initial test prior to use on patient. An additional information was received on 30jul2019 stating that the hand piece failed the test multiple times. A red hand piece symbol showed on the screen after every failure. They changed the disposable parts and retorqued them and this did not help. The only way to get past the test was to change the hand piece. This was how they concluded that the hand piece was failing since no other obvious sign of failure was witnessed. They removed the handpiece from service to send it for evaluation. The device was in contact with a male patient in his late 50s or early 60s with no injury reported. There was no delay in surgery noted.